Event description:
It was reported that pump experienced malfunction code 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset pump with assistance, and no additional information was received regarding further outcome.